Manufacturer narrative:
The manufacturer was unable to conduct an investigation as the patient remains on going with the implanted device. No further issues have been reported. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented to hospital with lethargy, elevated creatinine, hyperglycemia, and right sided weakness. The patient's international normalized ratio was 2.33 and her mean arterial pressure was 86-90 mmhg upon admission. A computed tomography (CT) head scan on (B)(6) 2015 was negative. A repeat CT scan performed on (B)(6) 2015 confirmed interval evolution of a non-hemorrhagic infarct in the posterior left frontal lobe and the superior temporal lobe areas. The patient reportedly was moved to a rehabilitation facility. The degree of any remaining neurological deficits was not known by the vad coordinator. It was reported that as of 04/16/2015 the patient was progressing nicely in the rehabilitation facility and she will be able to return to her home within the next week or two.

Manufacturer narrative:
Approximate age of device: 11 months.the patient remains ongoing with the implanted device. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.